Event description:
--

Event description:
Additional information became available that this device exhibited noise on the atrial channel and the physician believed it might have been a header issue.

Manufacturer narrative:
Analysis was performed to look for noise and a potential header issue, and nothing was found. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) as well as out-of-range (oor) low pacing impedances of less than 200 ohms. As a result the lead was surgically abandoned. During the explant procedure the physician tried to recreate these issues and could not. Since it was undetermined if it was a lead or device issue, the physician chose to explant the device, abandon the lead and implant a new system. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being done on this device. Once analysis is complete, this report will be updated.